Manufacturer narrative:
Medtronic received additional information that the aortic bioprosthetic valve was explanted and replaced due to patient prosthesis mismatch, calcification, stenosis, and insufficiency. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 9 years and 9 months post implant of this bioprosthetic valve, the valve was explanted and replaced with a bioprosthetic valve of a different model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.